Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is wearing the infusion set for 2-3 day and the cartridge for 3-4 days. Tandem clinical support informed customer that wearing the infusion set for 2-3 day and the cartridge for 3-4 days is off label per the user guide. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, with high ketones. Elevated blood glucose levels were addressed by manual insulin injection. Customer's parent assisted the customer by providing them water. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider h3 other text : device not returned.